Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not power on as expected. The device first showed the splash screen, then went blank with a red x. There was no report of patient involvement.